Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge during the load fill tubing sequence. No reported adverse impact to the customer's blood glucose. The customer changed the cartridge successfully and resumed insulin delivery.